Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The reported running unintentionally while in safe mode was not able to be duplicated by a manufacturer repair technician through functional evaluation. A potential cause for the event is a mechanical issue, which could not be verified. The device was returned to the user facility.

Event description:
It was reported that during testing conducted by a manufacturer field service technician at the user, the device was unintentionally running while it was in safe mode. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure

Event description:
It was reported that during testing conducted by a manufacturer field service technician at the user the device was unintentionally running while it was in safe mode. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.